Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received (6) photo samples. Visual evaluation of the photo sample of two-way foley catheter. Verified material tray 66300j14 with lot mykr3341 and material number for catheter 2758j14 and manufacturing lot number ngkn1921. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngkn1921. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) using in-house syringe and balloon inflated with no issues. However, asymmetric balloon was observed with balloon concentricity. There were no leakages present. The balloon 10ml was deflated within 52sec.this is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leakage confirmed from the foley catheter tip during pre test. Per the notification received from the investigator on 16feb2026, it was reported that the catheter balloon had a concentricity of 100/0 had been found during the sample evaluation conducted on 02feb2026.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leakage confirmed from the foley catheter tip during pre-test.